Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable and the tube were replaced. The filament was calibrated and a milliamp limit was applied to the tube. The sys was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported, the 9800 sys was independently performing fluoroscopy and images were randomly displayed. No pt injury was reported.